Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 302s and heparin was given. A pre-implant balloon valvuloplasty (bav) was done with a 23mm non-abbott balloon. Post bav, a 1st degree atrioventricular (av) block was noted in the patient. The valve got partially re-sheathed one time due to the implant was too high. The patient experienced a transient complete heart block before the deployment of the valve and a temporary pacemaker was left in place. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 5mm and at left coronary cusp (lcc) was 6mm. Post procedure, the patient had chest x-ray and showed pulmonary edema and low platelet count. On (B)(6) 2026, the chest x-ray showed pulmonary edema and had a mild pleural effusion. The patient was reported stable.

Manufacturer narrative:
An event of heart block, perivalvular leak, pulmonary edema, pleural effusion, hemolytic anemia, and thrombocytopenia were reported. Information from the field indicated that the implant depth at non-coronary cusp (ncc) was 5mm and at left coronary cusp (lcc) was 6mm. Post procedure, the patient had chest x-ray and showed pulmonary edema and low platelet count. For 30 day follow up transesophageal echocardiogram (tee) showed mild pvl. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block, perivalvular leak, pulmonary edema, pleural effusion, hemolytic anemia, and thrombocytopenia could not be conclusively determined. It is possible that procedural factors and/or patient condition contributed to the reported incidents; however, this cannot be confirmed. The reported unexpected medical intervention were results of case-specific circumstances as post-implant balloon valvuloplasty was required, and the patient required temporary pacemaker. Codes removed: health effect-clinical code:

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 302s and heparin was given. A pre-implant balloon valvuloplasty (bav) was done with a 23mm non-abbott balloon. Post bav, a 1st degree atrioventricular (av) block was noted in the patient. The valve got partially re-sheathed one time due to the implant was too high. The patient experienced a transient complete heart block before the deployment of the valve and a temporary pacemaker was left in place. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 5mm and at left coronary cusp (lcc) was 6mm. Post procedure, the patient had chest x-ray and showed pulmonary edema and low platelet count. On (B)(6) 2026, the chest x-ray showed pulmonary edema and had a mild pleural effusion. The patient was reported stable. For 30 day follow up transesophageal echocardiogram (tee) showed mild pvl. On (B)(6) 2026, the patient had episodes of non-sustained ventricular tachycardia in remote device check. There was suggestive of atrial flutter. The patient expressed symptoms of fluttering in chest and plans to go under ablation for atrial fibrillation.

Manufacturer narrative:
An event of heart block, perivalvular leak, pulmonary edema, pleural effusion, hemolytic anemia, and thrombocytopenia were reported. Information from the field indicated that the implant depth at non-coronary cusp (ncc) was 5mm and at left coronary cusp (lcc) was 6mm. Post procedure, the patient had chest x-ray and showed pulmonary edema and low platelet count. For 30 day follow up transesophageal echocardiogram (tee) showed mild pvl. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block, perivalvular leak, pulmonary edema, pleural effusion, hemolytic anemia, and thrombocytopenia could not be conclusively determined. It is possible that procedural factors and/or patient condition contributed to the reported incidents; however, this cannot be confirmed. The reported unexpected medical intervention were results of case-specific circumstances as post-implant balloon valvuloplasty was required, and the patient required temporary pacemaker.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 302s and heparin was given. A pre-implant balloon valvuloplasty (bav) was done with a 23mm non-abbott balloon. Post bav, a 1st degree atrioventricular (av) block was noted in the patient. The valve got partially re-sheathed one time due to the implant was too high. The patient experienced a transient complete heart block before the deployment of the valve and a temporary pacemaker was left in place. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 5mm and at left coronary cusp (lcc) was 6mm. Post procedure, the patient had chest x-ray and showed pulmonary edema and low platelet count. On (B)(6) 2026, the chest x-ray showed pulmonary edema and had a mild pleural effusion. The patient was reported stable. For 30 day follow up transesophageal echocardiogram (tee) showed mild pvl. On (B)(6) 2026, the patient had episodes of non-sustained ventricular tachycardia in remote device check. There was suggestive of atrial flutter. The patient expressed symptoms of fluttering in chest and plans to go under ablation for atrial fibrillation.